Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through proper cartridge loading technique, successfully loaded new cartridge, and was able to resume insulin therapy, while original cartridge lot information was unavailable.